Event description:
Caller states that, the patient tested 4.4 inr and 4.5 inr during duplicate testing on the same device while a lab result returned as 3.29 inr. . No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.